Manufacturer narrative:
Continued phone number:(B)(6). Continued fax number:(B)(6). The event of "capsular contracture baker grade 3-4" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3-4.

Event description:
Physician reported left side capsular contracture baker grade 3-4. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side capsular contracture baker grade 3-4. Device has been explanted and replaced.